Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in a pinhole form at 6 atm for 20 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.